Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that chest pain occurred. In (B)(6) 2013, clinical status assessment indicated the patient's qualifying condition was unstable angina. Prior to procedure, the patient found to have abnormal stress test or imaging stress test indicative of ischemia and the patient was referred for cardiac catheterization. Subsequently, index procedure was performed. Target lesion was located in the proximal left anterior descending (lad) with 80% stenosis and was 18 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre dilatation using 2.25 x 20 nc quantum apex balloon catheter and the patient experienced chest pain (10/10) which was treated with the administration of 400 mcg ic nicardipine. A 2.25 x 20mm study stent was then deployed. Following post-dilatation, residual stenosis was 0%. One day after post procedure, the patient was discharged on dual antiplatelet therapy.